Event description:
It was reported that the patient underwent knee arthroscopy on an unknown date and topical skin adhesive was used on two incisions. Approximately 72 hours following the procedure, the patient experienced redness and itching. The redness was approximately 2 inches around one incision and about 6 inches on the other incision. The patient also experienced a difficult time breathing. The patient was treated by the physician with high doses of benadryl, and was also administered steroids, which cleared the issue.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.